Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds due to a micro dislodgment. The lead was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's right ventricular (rv) lead exhibited high pacing thresholds. This rv lead was repositioned and now have much better sensing and thresholds. Moreover, there was no loss of capture noted with the high thresholds. No additional adverse patient effects were reported.